Event description:
It was reported that a large volume infusor experienced slow flow. This occurred during infusion. Flow rates and treatment duration were not reported. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from march 30, 2014 to march 31, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a follow-up MDR will be submitted.